Event description:
During the index procedure the physician used two in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the right sfa to popliteal. An admiral xtreme pta balloon catheter and a complete se stent were subsequently used to treat a dissection. Approximately 22 months post the index procedure the patient suffered from occlusion/thrombus of the right sfa. Event was treated with an unknown brand pta balloon and thrombolysis one month later . Investigator assessed that the event was not related to the study device, procedure or paclitaxel. Event is resolved.

Manufacturer narrative:
The occlusion/thrombus event was treated with non-medtronic deb and thrombolysis only, not pta as previously reported.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (occlusion). (B)(4)